Event description:
Patient reported infusion device "locked up". He indicated that he attempted to administer a bolus and he did not hear any beeps. When patient checked the infusion device, he discovered that the display showed 8:30 a.m., but the actual time was 10:00 a.m. Patient replaced the power packs and the infusion device worked. He reported the power packs were more than 2 weeks old. He did not report any physiological effects associated with this issue. No medical assistance was required. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for eval. Issue described to agency.